Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. The hrm task did not grant motor power in reasonable time not confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, occlusion, basic occlusion test, force sensor test and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error alarm. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and it was failed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.